Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if the issue reoccurred.